Event description:
The device was used during a cesarean section procedure. Reportedly, the suture broke. The sugeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.